Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. It is possible that a buildup of blood and/or contrast on the guide wire resulted in the reported difficult to remove; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mini trek device mentioned is being filed under a separate medwatch number.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous right coronary artery (rca). The 1.2x12 mm trek balloon dilatation catheter (bdc) was used in the rca and then after inflation it was noted that the bdc could not move back on the guide wire so the bdc was removed. Another 2.0x15 mm mini trek bdc was used in the rca and after inflation it was noted the bdc could not move back on the guide wire so another bdc was used to complete the procedure. There were no issues with inflation or deflation with either balloon. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.